Event description:
The event occurred in the us. It was reported that the flow probe on the rotaflow was not measuring the flow of the patient. The flow was still working. The device was changed out with no consequences for the patient. More information are requested but still pending. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in the us. It was reported that the flow probe on the rotaflow was not measuring the flow of the patient during treatment. The flow has never been stopped. The device was changed out with another one with no consequences for the patient. No harm to any person has been reported. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could not be confirmed. During the investigation dust was detected in the flow sensor. The sensor was cleaned and a functional test was performed. The device is working as intended and is back in use. Based on these investigation results the reported failure "not measuring flow" could not be confirmed. However the failure mode "not measuring flow" can be linked to the following most possible root causes according to our risk management file (dms# (B)(4). Bubble/flow sensor failure, e.g.: dried contact gel. User forgot renewing contact gel. Sensor not detected although sensor is connected. Device used out of specification. The review of the non-conformities was performed on (B)(6) 2022 and during the period from (B)(6) 2022 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced (B)(6) 2012. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support. System rotaflow system/ 4.4 / en / 15. 6.2 reapplying ultrasonic contact cream. The ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. The error message [sig!] Indicates an error in the integrated flow/bubble sensor, which may result in an incorrect flow display. The rotaflow centrifugal pump still continues to function. If the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. 9.1 cleaning. -always clean after each use. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).